Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a radical mastectomy procedure, the device was fired. A scissor clip was formed and cut the vessel. The vessel was ligated with suture.

Manufacturer narrative:
(B)(4). Customer not able to provide actual lot number, but provided a lot number from stock: lot number: p5k0680x, expiration date: 10/31/2020. Manufacture date: 10/01/2015.

Event description:
According to the reporter: additional information received from the account stated that the clip was able to load properly into the jaw but scissored upon firing. Some clips were able to be fired and formed correctly.